Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the fill cannula was not recorded in daily history. The customer's blood glucose value was 345 mg/dl at the time of incident. The customer was assisted with troubleshooting for hardware low level failures alarm and reported that they were able to clear the alarm and able to rewind the insulin pump. The customer was reported that the insulin pump passed self-test. The insulin pump will not be returned for analysis.